Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that patient's hip was revised due to instability. The 36mm neutral liner as well as competitor head and stem were revised to a +4 offset high walled liner and competitor stem and head. Surgeon reported the shell looked good and was not revised. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
Reported event: an event regarding revision due to loosened implant involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 473 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding revision. There were three other reported event for the listed catalog number: (pr1442085, pr1737869, and 1898251). Conclusion: product inspection could not be completed due to no logs or session files not being available due to hospital policy. H3 other text : device not returned.

Event description:
It was reported that patient's hip was revised due to instability. The 36mm neutral liner as well as competitor head and stem were revised to a +4 offset high walled liner and competitor stem and head. Surgeon reported the shell looked good and was not revised. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.